Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pocket infection was observed.

Manufacturer narrative:
The subject devices were sterilized and released according to applicable standard operating procedures. - nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. - it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a pocket infection was observed.